Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during rv lead revision, the set screw would not tighten. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Silicone, septum material was found inside the ventricular set screw hex cavities. The silicone prevented full insertion of the torque driver into the hex cavities.